Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was aborted and rescheduled. A philips field service engineer (fse) went onsite and confirmed that the system failed to expose, and the image disk was full. The issue persists after deleting the image, and restarting does not work. The system logfile was checked and troubleshooting found that the image processing pc (ip-pc) software error. To resolve the reported issue, the fse reloaded the ip-pc software. Following that the system was exposed normally and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.